Event description:
The following information was provided: mics hand piece unable to properly lock to hold cutting attachment. Screws fell out of the silver locking collar and it detached. Case type / application: tka 2.0.